Manufacturer narrative:
(B)(4). Medical products: glenoid post catalog#:pt-113950 lot#:000070, taper catalog#:118001 lot#:465220, stem catalog#:113629 lot#:375230, humeral head catalog#:113046 lot#:881530. The complaint device is not expected for return currently,as the device remains implanted, however, a supplemental medwatch 3500a will be submitted upon receipt of additional information. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-04337, 0001825034-2017-06101, 0001825034-2017-06109, 0001825034-2017-06114.

Event description:
It was reported that the patient has been indicated for a possible shoulder arthroplasty revision due to unknown reasons. A custom comprehensive vault recronstructive system (vrs) glenoid has been requested. No further information has been provided. Attempts to obtain additional information is in progress, however further information is not available at this time.

Manufacturer narrative:
(B)(4). The reported event could not be confirmed based on limited information received. No products were returned; therefore, the visual and dimension inspection was not performed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Compatibility check identified no issues. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.